Event description:
(B)(4) states that the chair stopped as the patient, he was driving through the intersection, no lights no nothing the dealer stated.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.